Event description:
It was reported to boston scientific that a stretch vl ureteral stent was used during a procedure (date unknown). According to the complainant during the procedure the stent was advanced over the sensor guidewire. The physician attempted to push the proximal side of the stent up using the pusher but resistance was encountered. The physician continued to push until the stent became accordioned and could not be advanced any further. The guide wire was unable to be removed from the stent and the system was removed from the patient. The procedure was completed using another stretch vl ureteral stent with no reported patient complications. Following the procedure the patient is reported to be ¿good¿. This event has been deemed reportable based on the investigation finding: guidewire, distal tip, detached/separated.

Manufacturer narrative:
Investigation results: guidewire, distal tip, detached/separated. A visual examination found the guidewire was partially loaded in the stent. A protuberance was noted within the stent. A functional evaluation was performed and found resistance when withdrawing the guidewire from the stent. The wire was found damaged at distal end. A mandrel was inserted inside the stent however it could not pass through the stent. An occlusion was felt at the protuberance. The stent was cut and found a tangled section of the guidwire inside the stent. The distal tip of the guidewire detached exposing the corewire tip. The corewire was not broken. The evaluation concluded that, most likely, excessive force was used during the procedure that may have caused the damages noted. Therefore the most probable root cause is operational context, due to anatomical and/or procedural factors encountered during the procedure that limited the performance of the device.